Event description:
During use of the mynxgrip vascular closure device (vcd), the sealant was stuck on the hub right above the white advancer tube. There was no patient injury. Manual compression was used to achieve hemostasis. The procedure was a neuro coiling of the brain. The device storage temperature did not exceeded 25 °c. The perfect access point was at the femoral head. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no vessel tortuosity. There was no scar tissue present in the vicinity of the puncture site. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was resistance/friction experienced as the mynx vcd was advanced through a non-cordis sheath. The sheath kinked/bent. At deployment, while the shuttle was shuttled down and the sheath was taken back to click onto the black handle, half of the sealant was stuck at the hub right above the white advancer tube. The user held for thirty (30)seconds then dropped it for ninety (90) seconds. As the user took out the device after deployment, the patient was actively bleeding from the site. Manual pressure was held for fifteen (15) minutes and there was no hematoma. The patient outcome was successful. The vcd is expected to be return for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the sealant was stuck on the hub right above the white advancer tube. There was no patient injury. Manual compression was used to achieve hemostasis. The procedure was a neuro coiling of the brain. The device storage temperature did not exceeded 25 °c. The perfect access point was at the femoral head. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. There was no vessel tortuosity. There was no scar tissue present in the vicinity of the puncture site. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was resistance/friction experienced as the mynx vcd was advanced through a non-cordis sheath. The sheath kinked/bent. At deployment, while the shuttle was shuttled down and the sheath was taken back to click onto the black handle, half of the sealant was stuck at the hub right above the white advancer tube. The user held for thirty (30)seconds then dropped it for ninety (90) seconds. As the user took out the device after deployment, the patient was actively bleeding from the site. Manual pressure was held for fifteen (15) minutes and there was no hematoma. The patient outcome was successful. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was soaked in blood and stuck to the outer cartridge distal tip. The advancer tube on catheter shaft covering the balloon proximal tip properly engaged to distal tamp lock. A 8f procedure sheath was returned with the device which was approximately 210mm from the balloon proximal tip fully retracted. The device was inspected for damages that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was detached from the black handle and advanced completely without issue. The advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed no damages to the tamp locks of the returned device that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure and the sealant stuck to the outer cartridge. . A product history record (phr) review of lot f2209103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to follow the IFU instructions, may have contributed to the reported events. An 8f procedural sheath was returned with the device with the returned mynxgrip 6f/7f. According to the instructions for use which is not intended as a mitigation of risk, it states that ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.